Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant while stripping the lv sheath, the physician tore the lead and dislodged it. The lead was removed and accessing the coronary sinus was attempt but failed. Before opening another lead a physician dissected the coronary sinus and the case was abandoned. The patient¿s condition was stable throughout the procedure, and was stable when leaving the room. The physicians do not believe the severed lead was caused by any malfunction of any products.